Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted in order to compare outcomes after rezum water therapy between men with smaller than 80 cc prostate volume and larger than 80 cc prostates volume. The study occurred with 206 patients at a single institution from january 2017 to february 2020 with rezum devices. Postoperative complications included discomfort, nausea, vomiting, fever, hematuria, hematospermia, urgency, frequency, acute urinary retention, urinary retention, clot retention, bladder spasms, erectile dysfunction, urinary tract infection, chest pain, dysuria, urine leakage, malaise, uresepsis, readmission for IV antibiotics, emergency department visits, and re-treatments. Medication post operation such as alpha blocker, 5 alpha reductase inhibitor, anti spasmodic, phosphodiesterase 5 inhibitor were used. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Citation : evan, b. G., devki, s., krishna, t. R., steven, a. K., avinash, k. R., alexander, c. S., michael, a. P. (2021) outcomes. World journal of urology, 39, 3041 to 3048. Https://doi.org/10.1007/s00345-020-03548-7. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.